Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. On (B)(6) 2022, the initial test performed on the cobas 6800 was positive for target 1 (sars-cov-2) and positive for target 2 (pan-sarbecovirus). On (B)(6) 2022, a retest was performed (recollected sample) on the cobas 6800 as negative for target 1 (sars-cov-2), and negative for target 2 (pan-sarbecovirus) the same sample was retested with different platforms (lc 480 and tibmol biol sars test) and were positive for the e gene. The positive results were reported. No harm was alleged. An investigation is ongoing and results are not yet available.

Manufacturer narrative:
There is no product problem or systemic issue identified and the product is working as intended. The differences observed are likely due to sample specific factors, such as contamination, sample swap or samples near the limit of detection, which can waiver between positive and negative. Potential differences in technology and testing of different samples also cannot be ruled out as potential causes or contributing factors.